Event description:
An anonymous consumer left a review on amazon.com stating they got a false negative result while using an inteliswab test kit. The consumers review: "I am a nurse, and I came in contact with covid, again. As you can see from the photo, the two tests on the right show that I am positive, however, this company has failed again. I used their test four years back and I had the same issue with testing negative when I was in fact positive. Don't buy these they won't even provide a refund. Do better inteliswab."

Manufacturer narrative:
The consumer left a review on amazon.com claiming a false negative result when compared to other rapid diagnostic tests. The consumer did not provide a lot number or any other product information. It is unknown if a pcr test was used to confirm which result was accurate. Orasure technologies, inc. Is unable to contact the consumer for additional information. No follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
An anonymous consumer left a review on amazon.com stating they got a false negative result while using an inteliswab test kit. The consumers review: "I am a nurse, and I came in contact with covid, again. As you can see from the photo, the two tests on the right show that I am positive, however, this company has failed again. I used their test four years back and I had the same issue with testing negative when I was in fact positive. Don't buy these they won't even provide a refund. Do better inteliswab".